Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The lead was returned in full lead segments, analyzed, and revealed that the distal conductor was distorted. It was noted that the distal conductor had blood/body fluid (not obstructed) and a fracture (overstress). The defibrillator conductor was distorted and had blood/body fluid (not obstructed). There was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled and the overlay was melted with cosmetic environmental stress cracking. The outer tubing had environmental stress cracking breach/breach (non-electrical), the outer insulation was breached cut, and the outer tubing overlay was breached cut. The defibrillator coil was exposed with white substance on it, the outer insulation had cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, tissue on the helix, and apparent explant damage. The inner tubing was kinked/buckled. The lead was received with the helix fully retracted and tissue on the helix. The distal conductor has been over-retracted and fractured in the connector, which will prevent the helix from functioning properly.

Event description:
It was reported that while explanting the lead to facilitate access for a device upgrade, the physician was not able to retract the helix. The lead was removed and replaced. No patient complications have been reported as a result of this event.